Event description:
It was reported that the implantable pulse generator (ipg) had no pacing and the right atrial (ra) and right ventricular (rv) leads had dislodged. It was noted that the patient has twiddler's syndrome. The device and leads were explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was noted that the patient experienced heart block.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: redr01 implantable pulse generator (ipg) implanted: (B)(6) 2013 4076 implantable pacing lead implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.